Manufacturer narrative:
The following devices were also listed in this report: unknown scorpio cr femur; cat# unknown; lot# unknown. Series 7000 standard tibia; cat# 7115-0011; lot# unknown. Unknown patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Rep reported patient had primary surgery due to infected total knee. Implanted a temporary spacer. Update per sales rep (B)(6) 2016: there was no surgical delay involved with this surgery.